Event description:
It was reported that during a water vapor therapy procedure, while inserting the device into the urethra, the tip hit the sloping part of the bladder neck and bled. The bleeding was stopped with an electrocautery. In addition, an error message was displayed, and when the authorization button was pressed, the device returned to the initial screen and the part that pressed the syringe containing the water for injection was automatically retracted. The procedure was completed after eight shots.